Manufacturer narrative:
Article citation: "efficacy, safety, and risk factors for failure of standalone ab interno gelatin microstent implantation versus standalone trabeculectomy." Schlenker, matthew b.; gulamhusein, husayn; conrad-hengerer, ina; somers, alex; lenzhofer, markus; stalmans, ingeborg; reitsamer, herbert; hengerer, fritz; ahmed, iqbal; american academy of ophthalmology. (05/may/2017), manuscript no. 2017-343, 1-10. Multiple requests for further information have been made. The authors stated that they¿re unable to provide additional information. The event requiring reoperation of trabeculectomy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). Precautions: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
In the article "efficacy, safety, and risk factors for failure of standalone ab interno gelatin microstent implantation versus standalone trabeculectomy." American academy of ophthalmology. (05/may/2017), manuscript no. 2017-343, 1-10, the authors describe the event of 2 eyes required reoperation, specified as trabeculectomy. Side unknown.